Event description:
It was reported that the lead and device were removed from the patient after approximately 15 years of 'good service.' The patient had no more benefit from the system and complained this last year of the feeling the system was on all the time even though it was switched off. The patient outcome was reported as 'fine, no problem' with no patient injury.

Manufacturer narrative:
Product ID 7495, serial# (B)(4), explanted: 2012-(B)(6), product type extension, product ID 3487a, serial# unknown, explanted: 2012-(B)(6), product type lead. (B)(4).